Manufacturer narrative:
UDI field (d4) concomitant product UDI for reservoir is (B)(4). Correction to h7 if remedial act init, type correction to h9 correction/removal reporting #.

Event description:
It was reported that the patient with an inflatable penile prosthesis (ipp) had reported needing 70 to 100 pumps to achieve an erection and had previously experienced difficulty inflating the device during evaluations by a health care professional (hcp). After confirming the proper technique, the device still required 20 to 30 compressions to transfer fluid and achieve an erection. A replacement surgery was performed in (B)(6) 2025 in which physician confirmed the tenacio pump issues, describing difficulty in pumping and implanted a ms pump. There were no patient complications.

Manufacturer narrative:
UDI field (d4) concomitant product UDI for reservoir is (B)(4).

Event description:
It was reported that the patient with an inflatable penile prosthesis (ipp) had reported needing 70 to 100 pumps to achieve an erection and had previously experienced difficulty inflating the device during evaluations by a health care professional (hcp). After confirming the proper technique, the device still required 20 to 30 compressions to transfer fluid and achieve an erection. A replacement surgery was performed in (B)(6) 2025 in which physician confirmed the tenacio pump issues, describing difficulty in pumping and implanted a ms pump. There were no patient complications.